Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the hospital for low blood sugars, asystole greater than two seconds and loss of consciousness which required cardiopulmonary resuscitation (CPR) to be performed until the right ventricular (rv) lead spontaneously resumed capture. Upon device interrogation, it was found the right ventricular (rv) lead exhibited failure to capture with high threshold measurements. As a result, the device was reprogrammed and appropriately capturing. After device reprogramming, the boston scientific representative observed the battery longevity shift from five months remaining to less than three months remaining. Technical services (ts) was consulted and offered troubleshooting options. Subsequently, the crt-d was explanted and replaced with a dual chamber pacemaker while the rv lead was surgically abandoned. The left ventricular (lv) lead was placed into the rv port of the pacemaker and the rv lead was capped and not replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the hospital for low blood sugars, asystole greater than two seconds and loss of consciousness which required cardiopulmonary resuscitation (CPR) to be performed until the right ventricular (rv) lead spontaneously resumed capture. Upon device interrogation, it was found the right ventricular (rv) lead exhibited failure to capture with high threshold measurements. As a result, the device was reprogrammed and appropriately capturing. After device reprogramming, the boston scientific representative observed the battery longevity shift from five months remaining to less than three months remaining. Technical services (ts) was consulted and offered troubleshooting options. Subsequently, the crt-d was explanted and replaced with a dual chamber pacemaker while the rv lead was surgically abandoned. The left ventricular (lv) lead was placed into the rv port of the pacemaker and the rv lead was capped and not replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.